Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 54.5 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The insulation was found abraded through 10 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found exposed and fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil deformed, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead was explanted due to shock impedance over 150 ohms and crack in lead insulation with conductor hanging out of the lead. No adverse patient events were reported. Should additional information be received, this file will be updated.